Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow-up approximately two months post index procedure where a CT showed type iiia endoleak of the left iliac limb. A re-intervention has been scheduled for a later date. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of loss of seal was found to be anatomy related due to the challenging infrarenal anatomy and the calcifications at the proximal seal (cautionary product use condition). The most likely cause of the inadequate stent graft patency of the left iliac limb was related to the crossing of the limbs at the aortic bifurcation. The final patient disposition was home on post-operative day one in stable condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).